Event description:
Reportedly, the catheter shipping tube was broken, the catheter was unsterile and customer was unable to unpack the product.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The trapezoid shaped outer box was found to be in good condition, although appeared to have been extended to fit the catheter tube inside. The gray tube was broken at the clear adaptor. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the trapezoid shaped outer box and the tube break site does not line-up with any damage on the outer box. The catheter was found to be in good condition inside the tube. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.